Event description:
On (B)(6) 2017 at 0150, the balloon pump alarmed with message "air loss', tcv surgeon notified and replaced balloon catheter. By report, the balloon catheter was submerged in water and a small hole was noted.